Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('those are peices full coils show up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), adnexa uteri pain ("ovarian pain"), irritable bowel syndrome ("irritable bowel syndrome"), uterine enlargement ("uterus is swolen"), adenomyosis ("adenomyosis"), uterine inflammation ("uterus is swollen and there is inflammation"), urinary incontinence ("cant hold urine") and cystitis ("bladder infection"). The patient was treated with surgery (surgery to remove essure/ hysterectomy on may 5th (year unspecified)). Essure was removed. At the time of the report, the device breakage, pelvic pain, adnexa uteri pain, irritable bowel syndrome, uterine enlargement, adenomyosis, uterine inflammation, urinary incontinence and cystitis outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, cystitis, device breakage, irritable bowel syndrome, pelvic pain, urinary incontinence, uterine enlargement and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('those are pieces full coils show up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event medical device removal replace device breakage. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('those are peices full coils show up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (surgery to remove essure/ hysterectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Ovarian pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- ovarian pain. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('those are peices full coils show up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), adnexa uteri pain ("ovarian pain"), irritable bowel syndrome ("irritable bowel syndrome"), uterine enlargement ("uterus is swolen"), adenomyosis ("adenomyosis"), uterine inflammation ("uterus is swollen and there is inflammation"), urinary incontinence ("cant hold urine") and cystitis ("bladder infection"). The patient was treated with surgery (surgery to remove essure/ hysterectomy on may 5th (year unspecified)). Essure was removed. At the time of the report, the device breakage, pelvic pain, adnexa uteri pain, irritable bowel syndrome, uterine enlargement, adenomyosis, uterine inflammation, urinary incontinence and cystitis outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, cystitis, device breakage, irritable bowel syndrome, pelvic pain, urinary incontinence, uterine enlargement and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Ovarian pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- irritable bowel syndrome, uterus is swollen, adenomyosis,. Uterus is swollen and there is inflammation. Reporter information added on 6-apr-2020: social media received. Reporter added. Event cant hold urine, bladder infection added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.